Manufacturer narrative:
Investigation summary: this complaint is due to misidentification of staphylococcus aureus as staphylococcus epidermidis when using pmic/ID 111 (449038) batch 0119890. The customer provided lab report results for investigation. Four qc isolates and one in-house s. Aureus isolates were used to test retention panels of the complaint batch. All panels yielded the correct identification result of s. Aureus. This complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints generated on the complaint batch. Complaint trending was performed and a trend was found for this defect (s. Aureus identifying as s. Epidermidis) in january 2020. Based on the severity and rate of the defect, a corrective and preventive action (CAPA) investigation was not initiated. Bd ID/ast plant quality will continue to monitor for trends associated with this defect, including changes in severity and rate.

Event description:
It was reported while testing with bd phoenix¿ pmic/ID-111 staphylococcus aureus is being identified by instrument as staphylococcus epidermidis. Confirmatory testing performed by manual kirby bauer method. Results were not reported and there was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing with bd phoenix¿ pmic/ID-111 staphylococcus aureus is being identified by instrument as staphylococcus epidermidis. Confirmatory testing performed by manual kirby bauer method. Results were not reported and there was no report of patient impact.